Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and tactile examination identified multiple severe kinks along the inner and outer shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The device was received with the stent partially deployed and protruding over the tip of the device. This incorrect positing of the stent may have occurred as the physician attempted to deploy the stent. The investigator deployed the stent without any resistance or issues noted. A visual and microscopic examination identified damage to the distal and proximal end of the stent. The damage observed on the stent may have been caused by the kinks identified on the inner and outer shaft. The kinks observed correspond to the location of the distal and proximal end of the stent. A visual and microscopic examination found no issue with the tip, stent cups or stent holder of the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified slight bending damage on the stainless steel tube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the stent failed to deploy. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified vessel. A 18 x 60mm x 75cm wallstent-uni¿ endoprosthesis was advanced to but stent delivery system did not work. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. It was further reported that the stent delivery system jammed and was unable to pulled or pushed. The stent was removed from the patient fully re-constrained.